Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer did not require third party assistance. Reportedly, the customer had been using the same cartridge for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue.